Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. The customer also reported insulin was squirting out of the insulin pump during a prime. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap was flush on the insulin pump. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked end cap and unable to verify prime alarm due to cracked end cap. The insulin pump was received with minor scratches on lcd window and cracked battery tube threads.